Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a distributor via email that (B)(4) units of ar-4501, meniscal cinch¿ ii implants had come out after the suture was pushed slowly using the knot pusher. The 3 cinches used all had the same issues. The transverse and horizontal stitch method were tried however the same problem was faced. This was detected during use in a knee acl, mcl and meniscal repair procedure when repairing the posterior horn of meniscus on (B)(6) 2023. The procedure was completed successfully but the meniscus was not repaired, and the surgeon trimmed off the meniscus as it had been poked 3 times so the meniscus had already frayed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint is not confirmed because the device was not received for evaluation, and no evidence of its failure was received. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most probable cause for the reported failure is user error following the device's correct surgical technique.